Manufacturer narrative:
Information contained in this report was previously reported through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were implant malposition due to surgeon implant positioning and capsular contracture, baker grade IV. Additionally, the reason for explant reoperation was implant exchange.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional additionally reported "'implant malposition" due to "surgeon implant positioning"; this event is not related to the device. Surgical reoperation occurred. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6.device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion, crystalline in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional additionally reported "'implant malposition" due to "surgeon implant positioning"; this event is not related to the device. Surgical reoperation occurred. Device has been explanted.